Event description:
It was reported that the user experienced hyperglycemia after suspending insulin delivery for 15 minutes before sleep, with glucose rising from 190 mg/dl to 308 mg/dl and remaining above range for approximately three hours; the user uses an ilet with a steel contact detach infusion set and performed a full cartridge and infusion set change, and a goodwill order for connectors was sent. Symptoms included dehydration. Outcomes included no professional medical intervention, no hospitalization, no backup therapy use, and glucose returning to range after follow-up. Investigation included technical support troubleshooting and user-guided infusion set and cartridge replacement. Investigation of this case revealed no confirmed device malfunction, with potential contribution from insulin suspension and possible environmental factors affecting insulin absorption. It was concluded that the hyperglycemia was cause unclear and the device functioned as designed after the set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.